Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the bovie pencil was stuck in the "on" position and when attached to the machine it cut the patient. The injury occurred to the patient's right medial thigh and was described as a 1cm injury in adipose tissue. No treatment was required. A new pencil was opened and worked properly.

Manufacturer narrative:
(B)(4). Evaluation of the incident device confirmed the reported failure. The investigation identified the root cause to be the cut leg touching the powerbus. Inspection of cut and power bus legs showed them to be very close to contacting, a condition which was caused by a malfunction on the powerbus assembly station. The legs of the device came into contact after the product was manipulated and the cut button pressed by the user. This is an isolated incident and no trend has been identified.